Event description:
The customer reported that the pump was exposed to water. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.